Manufacturer narrative:
Correction:the initial report stated that the device had been returned on (B)(4) 2015 . The date returned has been updated to reflect that the product has not been returned. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the forward gear was intraoperative on the battery reamer/drill device. It was further reported that the reverse function on the device worked. As a result, there was a few minute delay in the surgical procedure. However, the duration of the delay was not specified. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.